Event description:
A malfunction alarm was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the customer was advised to continue using it and to call back if the malfunction code recurred.